Event description:
The raceway in the ECMO circuit was "walked" to prevent wear on the tubing. During the procedure the roller pump is off. The roller pump did not start again after the procedure. It was immediately replaced with backup pump. Infant stable throughout. In testing, the system operated properly. Conclusion: it is possible that the failure and error code occurred because the occlusion pressure of the roller pump had become too tight for the pump sensors after 10 days of continuous operation.